Event description:
It was reported that the 4-40 stud was broken off of the handpiece prior to a cardiovascular procedure. A different handpiece was used to start and finish the case with no patient consequence.